Manufacturer narrative:
H2, correction: updated e3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, software version: 2.1.0 work order complete. A manufacturer representative went to the site to test the navigation system. It was reported that there was no fault found. A0908: applicable to surgeon was having difficulties maintaining accuracy. A0709: applicable to "flickering in and out throughout the case." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system during a cranial resection procedure. It was reported that the surgeon was having difficulties maintaining accuracy throughout the case. Tracking ability was "flickering in and out throughout the case." Troubleshooting was performed. All instruments were having issues, the site changed spheres mid procedure, but issue was not resolved. There was no impact on patient outcome, and no delay to the procedure.

Manufacturer narrative:
H3, h6: a software analysis was initiated. Frame movement after registration is a common cause of accuracy issues but cannot be detected in logs. The software evaluation found that a probable cause was unable to be determined. Codes b01, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
After speaking with the appropriate individuals, it was mentioned that the difficulties during surgery were due to loss of tracking ability and not a noticeable inaccuracy with instrumentation.